Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the cmos battery for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect cmos battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system displayed a password prompt for bios when starting up the system. The representative reported that the system had not been used for an extended period of time. No additional information was provided. There was no patient present when this issue was identified.